Manufacturer narrative:
Patient programmer model 37743 serial # (B)(4) implanted: na explanted: na lead model 3778 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk recharger model 37752 serial # (B)(4) implanted: na explanted: na lead model 3778 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk.

Event description:
Additional information received indicated that the event was not related to the implant procedure and that the patient no longer had a need for the implantable neurostimulator. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that since the patient had their implantable neurostimulator (ins) implanted the patient underwent another spine surgery. This surgery decreased the patient's pain for which he was using the stimulator for. The patient requested to have the stimulator removed. Also, there was pain at the battery site. The device was explanted on (B)(6) 2011. The patient resolved without sequelae.